Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 22 devices were functionally/visually inspected in the field. The devices were repaired and returned to use.

Event description:
This report summarizes 22 malfunction events, where it was reported the devices experienced accessible ac current. There was 1 event with patient involvement; no adverse consequences were reported.